Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pump was removed tuesday (B)(6) 2017 due to the infection. Per the healthcare provider the patient was weaned to 100mcg/day prior to the explant and the patient was previously at 725mcg/day. The patient was now on 40mg tid of oral baclofen and 5mg tid of oral valium in between. Per the healthcare provider the patient was still experiencing withdrawal symptoms and wanted to know if this was normal. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during the weaning down of the patient's dose, the patient experienced intrathecal baclofen withdrawal symptoms which included tremors. No laboratory or other testing was performed. No further complications were reported.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient had a pump refill last week and the physician noted there was swelling/seroma over the pump. The physician aspirated some fluid from the seroma for culture and refilled the pump. The patient had no therapy issues or other symptoms. The reporter had gotten a call from the physician who was wondering if the pump had a micron filter in it. The preliminary culture was negative, but after full completion of the culture it showed staph. The physician consulted with other colleagues and he was going to monitor the patient¿s symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-nov-2017 from a physician who reported that the patient was now in the hospital being treated for the infection symptoms and they were working on titrating the patient down off their initial dose of 735 mcg/day. The first day this week they went from 735 to 635. Then the following day from 635 to 535. The patient had some itching and was given oral baclofen (20-30mg 3x/day) and started to improve. When going from 535 to 485, the patient had a ¿bad night¿ and had nausea, vomiting, and was now being somewhat sedated. The patient was also given valium (5-10 mg 3x/day). The patient was due to have the pump taken out on tuesday. No further complications have been reported as a result of this event.